Event description:
Event description boston scientific received information that this transvenous ventricular lead dislodged. An xray displayed the proximal coil in the pocket, and the lead in the atrium. The patient complained of severe pain in the pocket. The rv lead was successfully repositioned. The atrial lead was also repositioned during the procedure.